Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt). The device delivered anti-tachycardia pacing (atp) and accelerated the rhythm into the vf zone. An electric shock was delivered which converted the rhythm. Further information was received that this device was explanted. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt). The device delivered anti-tachycardia pacing (atp) and accelerated the rhythm into the vf zone. An electric shock was delivered which converted the rhythm. No adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt). The device delivered anti-tachycardia pacing (atp) and accelerated the rhythm into the vf zone. An electric shock was delivered which converted the rhythm. Further information was received that this device was explanted. No additional adverse patient effects were reported. This device has been received for analysis.